Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) channel. As a result, three inappropriate bursts of anti-tachycardia pacing (atp) and one inappropriate shock were delivered. High out of range pacing and shock impedance measurements were also noted. The rv lead fracture was confirmed; however, this device was turned off. Therefore, this device was successfully explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.